Manufacturer narrative:
Investigation summary: no samples or photos received for investigation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Bd does not have control over the amount stored in dead space, so we should not consider. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su has a volumetric accuracy issue. The following information was provided by the initial reporter translated from portuguese to english: "we are a company that handles medicines. We would like to request a technical note and information on the 3ml bd- luer lok tip syringe without needle ref (B)(4). Regarding its total volume capacity, do we consider the "dead space" to be filled with the total volume to be administered? Or do we not consider the "dead space" in the total volume? Further information provided on 28nov2023: "I still have doubts regarding what we consider to be 'dead space', which is located at the tip of the syringe where the needle fits. In this space, the 'syringe nozzle' is filled with medication at the time of manipulation. This volume that remains, we have a loss of medication."